Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date, expiration date, and PMA/510(k) cannot be determined. (B)(4).

Event description:
It was reported that the device had unexpected longevity. Over the device life two shocks occurred and the left ventricular (lv) lead threshold was high. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.